Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 864 mg/dl. Prior to the event, the customer began feeling ill after eating. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. No alarms were found in the alarm history. Further troubleshooting could not be conducted as the caller did not have the insulin pump supplies. The customer later called, and reported that the insulin pump had been working fine since the hospitalization. Nothing further was reported.